Event description:
Customer reported that the buttons on her insulin pump are not responding. Customer stated that she changed the battery and is still unable to clear notifications on the screen. Customer does not recall any events leading to the keypad issue. Blood glucose value is 200 mg/dl; treating with manual insulin injections. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to moisture damage to the keypad traces. The insulin pump had a cracked case near the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked reservoir tube lip, stained address and serial number label and a stained end cap sticker.